Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that wire fracture occurred. An .038 accustick¿ ii was selected for an interventional kidney procedure. The nephrostomy tube was placed, the wire of the accustick set broke during removal inside the kidney. A snare was used to retrieve the broken wire with no harm to the patient. No further patient complications reported.